Event description:
The customer reported that she was having issues with her sensors. Customer stated that when she put in her blood glucose to calibrate she got calibration error. She went back and entered her blood glucose and it came with calibration error and change sensor. Troubleshooting was done. Customer's blood glucose was 111 mg/dl. No further information provided.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bbs solution test per (B)(4) and sensor failed per spec. No isig readings detected. (B)(4).